Event description:
It was reported that the handheld was not working. Follow up found that the site was interrogating a device during implant, but the system stalled while checking system diagnostics. Another programming system was available, so no patients were affected. A representative visited the site to check the system and found that all was ok and the wand battery test was fine. It was suspected that there may have been a positional issue with the wand or the site may have been impatient while trying to interrogate the device. However, follow up indicated that the hospital continued to have communication issues with the programming system and another programming system needed to be used. No other information has been provided.

Manufacturer narrative:
.